Manufacturer narrative:
The hospital biomedical department and physio-control evaluated the device and was able to observe it lock up repeatedly at the "splash screen." Further evaluation by physio-control observed the device lock-up when heat was applied to the system control pcb in the area of ic's, designators u11 and u18, and "un-lock" when cold was applied to it. Root cause to component level on the pcb could not be conclusively determined. The pcb was replaced and then proper device operation observed through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the report, ICU personnel attempted to use the device to cardivert a patient's arrythmia and when the device was powered on it "locked up" and would not charge. A backup defibrillator was called for and used successfully. No adverse affects were reported as a result of the device use.